Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2011 including a paddle lead. It was reported the pt is experiencing overstimulation at the lead site. An impedance check has conducted and revealed low impedance on all contacts. X-rays and a CT scan were taken and everything looked normal. An sjm rep attempted to program the pt to resolve the issue, but was unsuccessful. The pt will discuss the next course of action with her doctor. No further info is available at this time.